Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) and bupivacaine at unknown concentration/dose via an implantable pump for spinal pain. The company representative (rep) reported that when they went to refill the pump today there was a volume discrepancy; the expected reservoir volume (erv) was 8.8 ml and actual reservoir volume (arv) was 18.5 ml. The company representative (rep) noticed that the pump had flipped and that it had flipped twice now; the company representative (rep) did not know when it happened the first time. They did refill the pump today with 20 ml. The company representative (rep) stated that patient recently had a revision and another potential revision was planned for (B)(6) 2024. The issue was not resolved through troubleshooting.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that upon examination under fluoro it was determined that the catheter from the pump side was kinked and twisted due to pump flipping. The hcp scheduled an emergency surgery for the following week to untwist the catheter. The explanted catheter was discarded.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.